Manufacturer narrative:
Additional information received on november 6, 2016.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial stent was to be used to treat a fistula during a stent placement procedure performed on (B)(6) 2016. Reportedly, the lesion was dilated prior to stent placement. According to the complainant, the stent moved out of place during the stent placement procedure. The physician removed the device and completed the procedure with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on november 6, 2016: the physician removed the ultraflex tracheobronchial stent using forceps.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial stent was to be used to treat a fistula during a stent placement procedure performed on (B)(6) 2016. Reportedly, the lesion was dilated prior to stent placement. According to the complainant, the stent moved out of place during the stent placement procedure. The physician removed the device and completed the procedure with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.